Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during a digestive endoscopy procedure performed on a (B)(6) female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, when the physician was inflating the balloon in the intestine, the balloon was torn. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to gain further information regarding the event have been unsuccessful; if any further relevant information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4): investigation results: the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of similar complaints for lot number 13231640 was performed and no other complaints were found. Based upon the information available, the most probable root cause of the balloon torn/split is operational context. This failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).